Event description:
It was reported that the tip of the awl bent during a spine procedure. The case was completed successfully using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the tip of the awl bent during a spine procedure. The case was completed successfully using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed through visual inspection that the device had a bent tip. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.